Event description:
Rptr was given a custom made "nti-tss" dental device by their dentist to help with bruxism. It was supposed to stop them from grinding. The nti-tss website states that this product works for everyone; their dentist said that they have used it with 100 pts with good results. Well, the result for rptr was that the device was not only ineffective but has done damage to their jaw alignment, bite, and facial appearance. The device caused them to grind their front teeth instead of their molars. Even though rptr only wore it for two weeks, rptr's jaw and their bite have not returned to "normal." During the two weeks rptr wore it rptr suffered extreme headaches, facial pain, and their front teeth loosenned. Rptr has been back to their dentist numerous times but they don't understand why this has happenned and doesn't know what to do about it. Rptr's teeth are actually moving position since rptr can barely bite down without forcing their lower jaw back. Their front lower teeth are shifting back because they are constantly pushing against their upper teeth. Eating and chewing is challenging since they can't actually touch their upper and lower molars together without effort. Therefore, rptr's lower jaw spasms when they chew. The nti-tss website claims that there have been no claims against it. Rptr is not the only one harmed by this device. Please warn the public.